Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that setscrew marks on the lead were in the correction location. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at the post implant device check, the right ventricular (rv) lead exhibited no capture and sensing at 2.1 millivolts (mv). It was noted that prior sensing was 21 mv. The rv lead also had changed polarity to unipolar due to triggering a lead safety switch (lss) for an unspecified out of range pacing impedance measurement. The patient was taken to the catheterization laboratory where the rv lead was found to have dislodged. Subsequently the rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.